Manufacturer narrative:
Manufacturer's report date: (B)(4) 2011. (B)(4). The customer's report of tubing found cracked was not verified, however, cuts on the opposite sides of the pvc tubing right below the antisiphon valve were observed. The cut tubing was confirmed to leak. The root cause of the cuts was not identified.

Event description:
Customer reported crack found in tubing (location unknown). Set was infusing fentanyl. Tubing volume of approximately 20mls was lost. No report of a leak. The set was changed out. No harm to the patient or medical intervention required.